Manufacturer narrative:
(B)(4). Batch # n55467. The analysis found that one ntlc75 device was returned with no apparent damage and with no cartridge reload loaded on the device. After further inspection, it was noted that one of the bearings was missing. No functional test was performed. While no conclusion could be reached as to how the bearing became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 11/21/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open colectomy procedure, a matter that looked like a circle part fell out inside the patient. It was retrieved and no pieces were left in the patient. Another device was used to complete the case. There were no adverse consequences to the patient.